Event description:
Patient called in and her crono 5 pump gave occlusion errors on 2 different occasions. Happened first on (B)(6), and there was no occlusion but when she checked the tubing and moved it around, the alarm went off, and the pump was ok. She used the pump again on (B)(6), and when priming the pump, it gave the occlusion error again, and she stated there were no occlusions. The patient did not miss any of her remodulin dose. The serial number of the bad pump is 306614. Dose or amount: 6ml (137.7ng/gk/min. Frequency: ever. Route: continuous. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension. Reported to (B)(6) by patient/caregiver.